Event description:
Device 2 of 2- reference MFR. Report: 1627487-2017-07130. Follow up information identified the patient underwent surgical intervention to explant and replace the scs system. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-07130. It was reported the patient experienced intermittent loss of therapy due to high impedances on multiple contacts, as confirmed by the clinical specialist. Reprogramming was able to resolve intermittent loss of therapy for the patient. Patient may be awaiting surgical intervention.